Manufacturer narrative:
Investigation : the run data file (rdf) was analyzed for this event. Analysis of the run data file showed that 2 ¿draw pressure too low¿ alerts were generated by 12 minutes into the procedure. In response to these alerts, the operator adjusted the ¿draw flow¿ down one time. This adjustment was made when the draw flow rate was low, early into the draw flow ramp that occurs while the lrs chamber is setting up for collection, before the platelet valve is opened for collection. Due to the early adjustment, the draw flow rate and consequently the flow rate through the lrs chamber were significantly reduced for the entirety of the procedure. When the flow through the lrs chamber is greatly reduced, the risks of contamination of leukocytes (wbcs) are increased. Run data file analysis also showed unexpected signals during pas addition. It is possible, though not conclusive, the small white clamps on the loop lines were not closed properly, pulling contamination from the channel into the platelet product. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. The wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
Donor unit ID: (B)(6).

Manufacturer narrative:
This report is being filed to provide in investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause:the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbc from the lrs chamber during a portion of the procedure.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.